Manufacturer narrative:
Expiration date and MFR date: corrected data.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned device, (B)(4), confirmed the presence of pump thrombosis; however, a specific cause for the reported stroke and a direct correlation with the evaluation findings of the returned device could not be conclusively determined. Evaluation of the blood contacting surface revealed a red ring of tissue-like thrombus adhered to the inlet bearing ball and bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. Visual inspection of the rotor found a red, tissue-like, adhered thrombus between the rotor vanes and on the rotor body. The thrombus did not reveal any evidence of denaturation or laminated layering. The structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Visual inspection of the outlet stator revealed a red, tissue-like thrombus formation was observed surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be determined. Visual inspection of the outflow elbow, outflow graft attachment, and proximal portion of the outflow graft revealed a large, adhered, denatured, red and white thrombus formation. The thrombus was completely occlusive of the blood contacting surfaces and appear consistent with an interruption in flow; however, a specific cause for this period of low flow could not be conclusively determined through this evaluation. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 1 months 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient had a left sided stroke. A CT of the head confirmed no bleed. Patient had cta of the head and neck with CT perfusion. This confirmed left mca acute thrombus with only 30% left of brain after clot, so retrieval was not recommended. Vad interrogation demonstrated no power strikes and only occasional pi events without speed changes. Anticoagulation at that time was coumadin, no aspirin. Patient had a breast biopsy requiring interruption in warfarin use. She was not bridged due to her significant brain bleed requiring craniotomy. Patient resumed the warfarin following biopsy but never did follow up inrs despite multiple contacts with the mcs team. The patient was admitted to the ICU for close monitoring. Ldh on admission was 1300+. Inr was therapeutic at 2.7 upon her arrival. Hgb 8.8. An echo confirmed a visual clot in the inflow cannula. Neuro did not clear her for heparin use for several days due to her significant nature. By that time the ldh was approximately 1900. Pt/ot/st started. Began (B)(6) 2019 with difficulty in managing secretions and likely a secondary stroke. Family decided comfort measures would be best plan of action. Patient passed away with family around her (B)(6) 2019 approx. 2100. Pump was then discontinued following death. Patient taken to mortuary. Due to the nature of the situation with confirmed clot on the inflow cannula, pump was explanted. Visual white clot noted on the inflow side of the impeller with suspected white clot noted in the barrel of the outflow graft. The pump will be returned for complete analysis with the request that the cleaned pump and rubies be returned to primary team for distribution to patient's family at their request. No additional information was provided.